Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Additionally, it was reported that resistance was experienced during the air removal process. Reportedly, a cartridge change was performed to address the issue. Customer's blood glucose level was 238 mg/dl.